Event description:
Smoke out of o2 gas module during use on patient. Concentration o2 alarm occurred, then operator saw smoke come out from the machine. He stopped sv300 and customer technical department searched the failure. O2 module burned, a part on module pc board (l1 self) burned.